Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation. Without the device return, functional testing and dimensional analysis were unable to be completed. DHR review was performed on the work orders most relevant to this event. None of the work orders revealed any manufacturing issues that could have contributed to this event. Review of the lot history revealed no other complaints for ¿sheath shaft ¿ liner torn¿. During manufacturing, the esheath devices undergo multiple 100% inspections by manufacturing and quality. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for ¿sheath shaft ¿ liner torn¿ was unable to be confirmed. A review of manufacturing mitigations, however, supports that it is unlikely that a manufacturing nonconformance was a contributing factor. Further, a review of the IFU and training manual revealed no deficiencies. A definite root cause was unable to be determined at this time, however, past complaints have suggested that the following patient and/or procedural factors may contribute to sheath shaft liner tears: vessel tortuosity and/or sub-optimal insertion angles can lead to non-axial alignment in the advancement or retrieval of the delivery system through the sheath. The delivery system can potentially catch onto the liner, propagating into a tear. Calcification can damage the exposed portion of the sheath liner. Such damage could weaken the liner, causing it to rip or tear during advancement or retrieval of the delivery system. If the compatible balloon device has an abnormal profile (cause by a rupture, for example), the balloon can be prevented from being withdrawn smoothly into the sheath. As it is being removed, the balloon can catch on the sheath tip and make it difficult to retrieve the device. The increased pull force required to retrieve the abnormally shaped balloon could lead to a weakening or tearing of the liner. Per the information provided by the complaint site, the patient¿s access vessel had ¿moderate¿ calcification and ¿mild¿ tortuosity. Thus, based on the available information, patient/procedural factors likely contributed to the reported event. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Intra-vascular fistulas and shunts are relatively rare but can result from expeditious sheath removal, tissue trauma or rupture vessels in proximity to arteries and veins. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the venous and arterial system can result from trauma during percutaneous vessel access. Percutaneous closure of av shunts leaks using covered stents, balloons and/or coils may be required to close the communication. In this case, the fistula was surgically repaired. No manufacturing or IFU/training inadequacies were identified. Available information suggests that procedural factors may have contributed to the liner tear and subsequent fistula. Review of complaint history revealed that the occurrence rate for the liner torn failure mode did not exceed the april 2017 control limits. No corrective/preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a transfemoral tavr procedure in the aortic position, upon removal of the 14fr expandable sheath (esheath) a liner tear was observed. The access site was closed with a prostar closure device. Angiogram showed bleeding in the femoral artery. A vascular stent graft was implanted, but a small amount of bleeding was still noted. A pta balloon was inflated but the small bleeding remained. Another stent was implanted, however, the small bleeding continued. It was then noticed that the patient had an av fistula. The av fistula was present after the first stent implantation but it not recognized. The fistula was repaired and the patient was noted to be doing well. The patient¿s minimum luminal diameter measured 7.5mm and the vessels had moderately calcification, and mild tortuosity.